Event description:
Pt was being treated by a chiropractor and electrode was applied in conjunction with moist heat pads during therapy. Pt subsequently was burned during this procedure and sought medical attention.